Event description:
A (B)(6) customer alleged that he received a blood glucose reading of 321 mg/dl using his breeze2 meter. The meter in question should have the units of measure locked in mmol/l. No adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.